Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tlc55 stapler fired fine with its original cartridge. A reload (tcr55) was inserted and fired, but it didn't work correctly. The trigger got stuck and only 4-6 staples were fired. A new stapler was used to complete the case. There was no consequence to the pt.